Manufacturer narrative:
A review of the device history record (DHR) for lot number 1625200123 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. Manufacturing performs 100% leak testing. Therefore, a leakage would be detected during these processes. The information reviewed showed no signs of a systemic issue with the product or process. Therefore, no corrective actions will be taken at this time. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident was reported to us by the (B)(4) competent authority, anvisa. The incident was reported to anvisa via the anvisa website which does not have any control about the information provided by notificator. Anvisa considers the customer information as confidential. Therefore, information of facility, patient data and return of complaint sample are not available. Follow up is not relevant because further information cannot be provided. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reported that after insertion of the PICC double lumen 1.9 fr catheter, it presents a hole after the next proximal catheter requiring removal of the catheter less than 24 hours after insertion.